Event description:
During an angioplasty procedure on (B)(6) 2026, the healthcare professional reported that the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9700763) was impeded in the proximal end of the microcatheter and could not be advanced further. The physician retracted the stent and replaced it to complete the procedure using the original microcatheter. There was no report of any negative patient impact. On 25-jan-2026, additional information was received. The information indicated that the target vessel of the angioplasty procedure is unknown. There was no remarkable anatomical information such as calcification tortuosity. Continuous flush was maintained during the procedure. Per the information, the microcatheter used was ¿garch¿s balloon microcatheter.¿ the introducer tip was firmly installed into the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the advancement of the device. Other devices were successfully used with the microcatheter. There was no clinically significant delay in the procedure due to the reported issue. Based on the product investigation completed on 17-feb-2026, the issue reported has been determined to be reportable as a "malfunction."

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent component was detached from the delivery system. The proximal coil from the delivery system was kinked. No additional damages were noted. Microscopic inspection was performed on the stent component, and it was noted fully expanded, both ends can be noted as completely flared; however, one strut was bent. Although the detached stent prevented functional testing for the reported impeded issue, the issue reported in the complaint is confirmed based on the damaged delivery wire. It is possible that in an effort to overcome the reported impeded condition, excessive force was inadvertently applied during the device advancement which ultimately led to the damages found in the delivery wire and stent, and detachment of the stent. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9700763. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: the cerenovus enterprise 2 vascular reconstruction device is designed for use under fluoroscopy with the prowler® select¿ plus infusion catheter (a 0.021-inch inner diameter, 5 cm distal length infusion catheter manufactured by cerenovus). Caution: compatibility with other infusion catheters has not been established. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.